Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510 (k) is k073231.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have spc pins high. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) alleging that the onetouch ultralink meter was prompting the "error 5" message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began approximately 1 ½ weeks ago prior to contacting lfs. The patient informed the cca that she manages her diabetes with insulin pump. Despite the alleged issue, the patient claimed she continued her usual dose of insulin (type and dose unknown). Immediately, after the alleged issue began, the patient indicated she became lightheaded and off balanced. The patient denied receiving medical treatment as a result of the alleged symptoms. At the time of troubleshooting, the cca confirmed the test strips completely drew in the sample and the testing steps were correct. The alleged error message was not resolved through a blood retest. Replacement products were sent to the patient. There is no indication that the reported issue caused or contributed to an adverse event. The patient's symptoms do not meet the criteria for a serious injury. In addition, the patient did not receive medical treatment for an acute complication of diabetes. However, this complaint is being reported because the alleged issue remained unresolved.

Event description:
It was reported to baxter (B)(4) that a leak was observed around the fill port of one (1) (B)(4) basal/bolus infusor lv device during patient use. The device was filled with ropivacaine hydrochloride and fentanyl citrate. No additional information is available.